Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was unavailable at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient involvement.